Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past 2 weeks. The customer stated they charge the pump daily and the battery gauge is at 15% by the end of the day. Customer reported blood glucose (bg) level was 317 (mg/dl). A bolus via the pump and a manual injection were delivered to address bg level. The customer stated their roommate typically helps them verify boluses before they are delivered when they are feeling ill due to elevated bg levels. Review of pump data by tandem technical support showed the pump battery was depleting within normal parameters over the past 2 weeks and the pump was not being charged daily as reported initially. An email was sent to the customer informing them the battery appears to be depleting as expected.